Event description:
The reporter indicated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to excessive vaulting. Subsequently, the patient experienced elevated iop. The patient's bcva was 20/23.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - patient had a fixed pupil. The patient has been wearing contact lens since icl was explanted.

Manufacturer narrative:
(B)(4): evaluation: method - lens work order search, medical review. Results - the icl was returned for evaluation. Visual inspection of the returned product found one haptic torn. The lens was returned dry. There was evidence of clear surgical residue. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. A lens work order search was performed and no similar complaints were found within the work order. Per medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuch's dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. Conclusions - based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of the event has been determined to be due to the off-label use of the lens. (B)(4).